Event description:
The customer reported unexplained high blood glucose. The customer's most recent glucose reading was 350mg/dl, and she has treated with the insulin pump. Troubleshooting was performed. The time and date on the device were correct. Reviewed the alarm history and found an auto off alarm. Ran a fixed prime test and passed. Ran a high pressure test and the test failed twice. Advised the customer to discontinue use of the insulin pump and revert to back up plan until the replacement of the device arrived. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.